Event description:
The device was used during a lung resection. Reportedly, upon firing instruments, the cartridges fell apart into the pt cavity and the pieces were retrieved. Another device was used to finish the procedure. No pt injury was reported.